Event description:
It was reported that, cardiac tamponade occurred during the procedure. It was not determined exactly when the cardiac tamponade was occurred, but the slow dropping of blood pressure was observed during the procedure in left atrium (la). After the paracentesis was performed from the epicardium, the blood was withdrawn with the drainage catheter, the patient was stabilized. The physician was commented that there was a possibility that the sheath (lamp45 degrees; manufactured by st. Jude medical) may have caused the cardiac tamponade. The product will not be returned for analysis as it was discarded in the hospital.

Manufacturer narrative:
This product was discarded and will not be returned for analysis. (B) (4). Evaluation summary: the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.